Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two weeks post implant that the right ventricular (rv) lead dislodged. A drop in lead impedance and sensing was noted and high thresholds were observed. No patient complications have been reported as a result of this event.